Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by walking the customer through a pump reset, which successfully resolved the issue, allowing the customer to start their sensor session without any further errors.